Manufacturer narrative:
Product analysis: the product specimen has not been returned for device evaluation. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year and 11 months post implant of this bioprosthetic valve, it was explanted and replaced for reasons unknown. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that the device was replaced due to increased gradients and endocarditis. No other adverse patient effects were reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: based on the DHR review of this product, there was no issue identified regarding manufacturing and sterilization that would have impacted this event. The sterilization process used by medtronic has an anti-microbial kill on the microorganisms, and it also has demonstrated the ability to inactivate the biological indicator, bacillus atrophaues which is a representative bioburden for the microbial flora found in our manufacturing controlled environment. Also, the occurrence of endocarditis was greater than 12 months post implant. Based on the journal literature, endocarditis which occurred greater than 12 months post implant were largely considered to be community acquired. Therefore, it was unlikely that the endocarditis originally came from the device and/or manufacturing valve process. Without the return of the valve, a cause of the high gradient was unable to be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.